Manufacturer narrative:
The user facility submitted a medwatch report for this event: mw5079197. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) was leaking from the center port. The leak was noticed before patient use. There was no patient involvement. No additional information is available.